Event description:
A biomedical tech reported they are having issues with occlusions and loss of power. They have occasional occlusion messages which are able to be cleared, however, phacoemulsification power does not seem strong enough. Surgery was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).